Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed a small part of the monopolar curved scissors (mcs) tip cover accessory was torn. It was immediately removed from the cavity and replaced with another one to prevent burns to the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The device involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.